Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal") and perforation ("perforation of the uterus or other structure") in a 37 year-old female patient who had essure inserted (lot no. D29716) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), perforation (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems; "), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), pelvic pain ("pain, including chronic pain"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for uterine perforation, device breakage, genital haemorrhage, device dislocation, bladder disorder, gastrointestinal disorder, urinary tract disorder, pelvic pain, device intolerance, hypersensitivity, dyspareunia and mental disorder were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Batch no d29716, production date: 2014-10-30, expiration date 2017-10-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Perforation of the uterus or other structure [uterine perforation] device breakage during removal [device breakage] perforation of the uterus or other structure [perforation of organ] pain, including chronic pain [pelvic pain female] abnormal bleeding [genital bleeding] device migration with associated complications including bladder, bowel, and urinary problems; [device migration] device migration with associated complications including bladder, bowel, and urinary problems; [bladder disorder] device migration with associated complications including bladder, bowel, and urinary problems; [other disorders of intestine] device migration with associated complications including bladder, bowel, and urinary problems; [urinary tract disorder] inability to tolerate the device [device intolerance] allergic or hypersensitivity reaction [allergic reaction] dyspareunia [dyspareunia] psychological issues [psychological disorder] essure coils seen and on left appears not to be in cavity but embedded in myometrium [embedded device] device migration with associated complications including bladder and urinary problems [device migration] bladder problems [bladder disorder] urinary problems [urinary tract disorder] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal"), perforation ("perforation of the uterus or other structure"), pelvic pain ("pain, including chronic pain") and embedded device ("essure coils seen and on left appears not to be in cavity but embedded in myometrium") in a 37 year-old female patient who had essure inserted (lot no. D29716) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anemia, nickel allergy, umbilical hernia repair, alcohol use, iron deficiency anemia, breast operation, anemia, heavy periods, rash, umbilical hernia, termination of pregnancy and parity 3 (three previous children all born by vaginal delivery in 2006, 2008 and 2009.). Previously administered products included: oral contraceptive nos, microgynon, mirena, paracetamol and ibuprofen. The patient had a family history of ovarian cancer. Concurrent conditions were listed as iron deficiency anemia, gastritis, adenomyosis, vaginal bleeding, uti, dizziness, dizziness, vaginal prolapse, dysuria, stomach upset, constipation, anxiety disorder, coital bleeding, vaginal discharge, dyspareunia, bacterial vaginosis, abdominal discomfort, ovulation pain, stomach pain, constipation, irritable bowel syndrome, urinary tract disorder, bloating, abdominal pain, rectocele, cystocele, stress incontinence, stress urinary incontinence, breast lump, dizziness, tiredness, prolapse, uti, vaginal discharge, nickel allergy, menorrhagia, enterocele and uterine prolapse. Concomitant products included diclofenac since (B)(6) 2020 and paracetamol since (B)(6) 2020. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), a first episode of device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems; "), a first episode of bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), a first episode of urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), embedded device (seriousness criterion intervention required), a second episode of device dislocation ("device migration with associated complications including bladder and urinary problems"), a second episode of bladder disorder ("bladder problems") and a second episode of urinary tract disorder ("urinary problems"). The patient was treated with codeine (codeine phosphate) as well as surgery (to remove essure and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2023. At the time of the report, the latest episode of device dislocation had resolved. The outcomes for uterine perforation, device breakage, pelvic pain, genital haemorrhage, gastrointestinal disorder, device intolerance, hypersensitivity, dyspareunia, mental disorder, embedded device, the last episode of bladder disorder and the last episode of urinary tract disorder were unknown. The reporter considered the first episode of bladder disorder, the second episode of bladder disorder, device breakage, the first episode of device dislocation, the second episode of device dislocation, device intolerance, dyspareunia, embedded device, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, the first episode of urinary tract disorder, the second episode of urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: essure coils placed into each fallopian tube. 4 coils on right, 4 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2022: findings: implant sequence only. Comparison is made with the recent imaging. There is peri implant fluid which is symmetrical, but slightly more prominent on the right, behind the implant. There is no evidence of an intra or extracapsular rupture. No other significant findings.; on (B)(6) 2022: did not show any leak from the implant. It did show minimal fluid around the implants on both sides which is not unusual. As the implants are not leaking there is no need to remove them [ultrasound breast] on (B)(6) 2018: reason for exam request: (us breast right) 6 month history of pain right breast. Noticed a lump recently outer half. Bilateral implants. On examination implants appear intact, area of patient concern marked right upper outer half. P2 report: intact single lumen sub glandular implant. The marked right upper outer quadrant area matching with patient¿s concern revealed prominent implant folds with unremarkable appearance of the overlying thin rim of glandular breast element. No suspicious findings. Small reactive looking right axillary lymph nodes. [Ultrasound pelvis] on (B)(6) 2021: findings: anteverted uterus with heterogenous myometrium suggestive of fibroid change; limited views of the endometrium as a result. The endometrium measures approximately 2 mm towards the cervix. Towards the fundus is a cystic looking possible soft tissue(myometrial) avascular area measuring approximately 14 mm; it is difficult to determine whether this lies within the endometrium or myometrium post ablation appearances. Anterior to this is an echogenic focus measuring approximately 3 mm. Neither ovary confidently identified due to overlying bowel. Please note routine ultrasound does not typically assess essure coils. No large adnexal masses or pelvic free fluid seen in the limited views obtained [ultrasound scan] on (B)(6) 2016: both essure coils seen correctly placed. Physician have reassured her that sterilization appears complete. Batch no (B)(4) production date~(B)(6) 2014 expiration date (B)(6) 2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. New events device embedded, device migration, urinary tract disorder & bladder disorder were added. Concomitant drugs, & lab data updated. New reporters were added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal") and perforation ("perforation of the uterus or other structure") in a 37 year-old female patient who had essure inserted (lot no. D29716) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. . On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), perforation (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems; "), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), pelvic pain ("pain, including chronic pain"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2023 at the time of the report, the outcomes for uterine perforation, device breakage, genital haemorrhage, device dislocation, bladder disorder, gastrointestinal disorder, urinary tract disorder, pelvic pain, device intolerance, hypersensitivity, dyspareunia and mental disorder were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.